Manufacturer narrative:
(B)(4). No samples or photos were received for evaluation. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. Retained units for the reported lot number were visually inspected per specification, and no visual defects were noted. Without a sample to evaluate, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: black particulates were found on the transfer device.